Event description:
The complainant reported that a physician felt that there were vascular complications with a patient on impella cp support. The patient was brought back to the catheterization lab to insert a new impella cp via the left groin and had to have vascular surgery to remove previous impella cp in the right groin. Additional information was received. The interventional cardiologist suspected possible vascular complications and as a precaution consulted the vascular surgery team. The patient was taken to an operating room for further evaluation. Upon surgical exploration, no vascular complications were identified. The vascular surgeon proceeded to remove the impella device from the right femoral groin. Prior to this removal, a new impella device was successfully placed in the left femoral groin.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported vessel perforation (peripheral) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vessel perforation (peripheral) could not be determined.